Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 2 months due to unknown reasons. The patient was in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11500a 27mm after an implant duration of two (2) months due to severe regurgitation and perivalvular leak secondary to dehiscence. Patient presented in heart failure with bilateral pedal edema. Per medical records, work-up tee showed that the valve had dehisced completely with pvl in the noncoronary sinus area. Intraoperatively, dehiscence was confirmed on non-coronary sinus area, while cor-knot on the left main coronary and the right coronary annulus was completely healed. The surgeon noted that the dehiscence could have been caused by calcium in the suture that ripped through the valve annulus but was unable to confirm. The annulus was sized a larger 27mm valve. The replacement valve looked good with no perivalvular leak. The patient was transferred to cvicu in stable condition. The patient was discharged on pod #10.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6.

Manufacturer narrative:
H11. Additional narrative: updated h6. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.